Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-04195. Follow-up information revealed imaging did not find any anomalies in regards to the patient's lead. However, the patient's ipg was not tested. Therefore, additional imaging has been requested for the ipg.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-04195. It was reported the patient lost stimulation therapy following a fall. Diagnostic testing revealed low impedance reading on multiple lead contacts. In addition 2 lead contacts revealed no impedances and 1 lead contact revealed a high impedance reading. Reprogramming was attempted, but the issue remains unresolved. No additional information is known at this time.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-04195. Follow-up information revealed the lead pulled out of place due to the fall. The patient underwent surgical intervention wherein the lead was explanted and replaced. The new lead was connected to the same ipg. Effective therapy resumed following the procedure.